Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-72366.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus and the blood glucose reading ran high. The blood glucose reading was 500 mg/dl. The customer changed the reservoir and infusion set and reported that the cannula was occluded, but not bent. The insulin pump was not returned or replaced.